Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air in line could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air the following information was received by the initial reporter with the following verbatim . Patient was here for orencia infusion. At end of infusion, rn went in to flush and disconnect the patient from the units, and noticed the pump did not alarm when air immediately passed through the channel as it normally does air did not reach the patient, but equipment did not function properly.